Event description:
The manufacturer's representative reported the patient was experiencing facial tics and extrapyramidal movements. The hcp titrated the lioresal 500mcg/ml down to 75mcg. Day, but without effect on the symptoms. The patient had also had a spinal fusion and it was thought that the patient may have suffered "some type of intraoperative brain injury, but those studies were negative, so pump removed." A follow up report will be sent if additional information is received.